Event description:
The hospital reported the bag-to-vent switch was not functioning. There was no report of pt involvement. An attempt has been made to obtain clarifying information, however, no response has been rec'd. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.